Manufacturer narrative:
The device was returned to the manufacturer for examination as part of the complaint investigation. The results of this investigation are currently pending, and will be forwarded to FDA within 30 days of its conclusion via follow-up MDR.

Event description:
PICC was placed successfully - during the post placement flush and before dressing - a leak was noticed leaking between the insertion site and hub. Curved forceps were used to advance catheter

Manufacturer narrative:
This complaint is not confirmed. The complaint and returned sample have been submitted to vygon germany, which is where this part was manufactured, for evaluation. The following is the report of their investigation. Having examined the faulty sample received, no defect was found. The sample was in conformance to its specification. Microscopic examination and catheter flushing did not show any leak. This is the third complaint received for batch no. (B)(4), but none of them were manufacturing related complaints. Having checked the batch history records, we did not find any abnormalities reported. As this product is not defective at all, we cannot confirm this complaint. Corrective/preventative action: no further corrective action initiated by quality management. Vygon will continue to monitor this type of complaint in their complaint tracker.

Event description:
PICC was placed successfully - during the post placement flush and the before dressing - a leak was noticed leaking between the insertion site and hub. Curved forceps were used to advance catheter